Event description:
Patient reported their dentist has advised them not to continue with byte treatment. Patient provided a letter of recommendation from their dentist stating the patient's bite was out of occlusion and their teeth were still not straight and had diastemas that were not there prior. Patient has been referred to an orthodontist to complete treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.